Event description:
Information was received indicating a pump using cadd extension set was discovered to be leaking, after the nurse thought is was the IV tubing a chuck was placed under the IV pump and was found to be saturated in the morning. The nurse changed out the extension set twice, as the first set leaked again and the leak was visibly leaking from the connection site. .